Event description:
A renagae hi flor catheter was being prepared for use it in a therapeutic embolization procedure. It was reported that, upon removal from packaging, the hub of the catheter was broken at the point where the catheter meets the hub. Another catheter was used instead.